Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage at the connector. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One used device was received for evaluation. A leak was identified between the tubing and the female luer. Upon inspection, the luer tube bond was found to be separated, exposing the tube and bond pocket. A solvent channel was also observed. The root cause of the issue was determined to be an error in solvent application. Functional and visual testing confirmed and reproduced the reported issue. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time.